Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead pulled back and became dislodged. No capture and high thresholds were noted. A revision was performed to reposition the lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 4092-52 lead, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead pulled back. No capture and high thresholds were noted. A revision was performed to reposition the lead. The lead remains in use. No patient complications have been reported as a result of this event.